Event description:
The customer reported that the system stopped working during surgery. One case was cancelled. Additional information stated the system worked well for the first case, but during the second surgery, the system stopped working. The surgery was cancelled and rescheduled. The second pt was only under anesthesia when the system stopped working.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. The root cause of the event cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).